Event description:
A (B)(6) female patient called zoll customer support to report that her batteries weren't charging. The patient was issued a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (won't charge batteries) has been confirmed. Upon investigation, the charger was unable to charge any batteries. The cause for the failure was isolated to a contaminated pca board. The root cause for the contamination could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the contaminated pca board. The patient received a replacement battery charger.